Event description:
The customer reported that they were not able to initiate the self test and summary key was not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that they were not able to initiate the self test and summary key was not working. There was no reported pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.